Event description:
A venous pressure high alarm followed by a high transmembrane pressure alarm occurred during a routine hemodialysis treatment. The arterial end of the dialyzer was reported to have cracked during the treatment, resulting in a blood leak with an estimated blood loss of 100cc. Treatment was discontinued without rinseback, resulting in an additional 190cc blood loss. The patient's standard epogen dose was increased and iron was administered. No other medical intervention was required.

Manufacturer narrative:
The disposable cartridge and filter were discarded and not available for evaluation, therefore, the reported issue cannot be confirmed. Further investigation is not possible since the correct lot number was not provided. The user's guide includes adequate instructions for troubleshooting pressure alarms and warns the operator that failure to respond to clotting may expose the blood circuit and filter to sustain high pressures leading to a possible filter blood leak. Facility staff has provided additional training. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.